Event description:
Patient's mother called nurse into patient's room - lipids had become disconnected from patient and were lying on the floor. Pharmacy contacted and new bag of lipids arrived on floor and were rehung. Was infusing total parenteral nutrition (tpn) and intralipids (il), but lipid part disconnected. Unclear to reporter, but believes tubing disconnected at filter tubing to needle free valve port on y connector.